Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that electric dermatome gave inaccurate thickness of the skin. The event noticed after surgery. No adverse events were reported due to this malfunction.

Event description:
It was reported that after surgery, the scale is not accurate. The customer found an inaccurate thickness for the cutted skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
On (B)(6) 2018, it was reported that the scale was not accurate. There was an inaccurate thickness for the skin. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet china has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was february 22, 2017 where it was reported that the device had a gear error and the vespel sleeve bearings, semi-circle bearings, screws, motor and plug harness assembly were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet china on december 14, 2018 revealed that the device operated below motor speed specifications. The control bar was in the correct position but the device was outside calibration and side to side specifications. Repair of the electric dermatome was performed by zimmer biomet china on december 17, 2018 which included replacement of the vespel sleeve bearings, semi-circle shaft bearings, screws, motor, needle bearing, spring seal, plug harness assembly, seal/strain relief and motor seal. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet china it was noted that the device was outside calibration and side to side specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet china it was noted that the device was outside calibration and side to side specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.